Event description:
It was reported that the device reached early elective replacement indicator (eri) due to high outputs. The device was explanted and replaced. The right ventricular lead had high impedance and was capped and replaced. The device had been programmed to single chamber mode in the ventricle due to an atrial lead issue. Follow-up is in progress on the atrial lead. The decision to report was determined based on information that was available at the time of decision. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2004. (B)(4).